Manufacturer narrative:
Investigation into this event is unable to conclude a root cause although the most likely root cause is the presence of an unknown interferant in the sample. The user was unwilling to provide a lot number for the reagent in question and was unwilling to provide additional information to assist the investigation. The root cause of the event is unknown.

Event description:
A customer observed a negative (non-reactive) ahbc result for a patient sample tested on the vitros eci analyzer. This result did not agree with results of the pt obtained from alternate ahbc methods. False negative results may lead to inappropriate physician action. It is unknown if the result was reported and there was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc. Additional occurances of this event are reported on MDR 9680658-2008-00320 and 9680658-2008-00321.